Event description:
Patient passed away [death]. Case (B)(4) is a serious spontaneous case received from a health professional via regulatory authority in united states. This report concerns a patient (no identifiers reported) who had passed away during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10mg/ml, unknown dose, and frequency for an unknown indication from an unknown start date to an unknown stop date. The health professional reported the patient passed away on an unknown date. Action taken with euflexxa was not applicable. At the time of this report, the outcome of patient passed away was fatal. The following concomitant medications were reported: amlodipine (from an unknown start date to an unknown stop date), atenolol (from an unknown start date to an unknown stop date), clopidogrel (from an unknown start date to an unknown stop date), telmisartan (from an unknown start date to an unknown stop date), doxazosin (from an unknown start date to an unknown stop date), furosemide (from an unknown start date to an unknown stop date). All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: unrelated. Sender comment: important information has not been reported for this case including the patient's medical history and laboratory findings, as well as, the details relating to the death of the patient preventing a proper medical assessment. Based on the known safety profile, when used according to label, it is considered highly unlikely that euflexxa caused the patient's death. Concomitant medication might indicate co-morbidities. Other case numbers: internal # - others = mw5100502. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.